Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, soreness, difficulty with daily living activities, and toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 01, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges swelling, multiple hip dislocations, large quantities of metal debris found in the liquid removed from the hip aspiration. After review of the medical records for MDR reportability, it was stated that the patient was revised to address recurrent instability and pain. Revision notes stated a disruption of the previous repair of the posterior hip, external rotators and then capsule. It also noted that the left hip was stable, however, there was a large amount of shuck with longitudinal traction noted on the left lower extremity. There was also a large synovitis noted which was clear and some metal-on-metal debris around the hip joint. Part and lot information were provided. This complaint was updated on: jun 08, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.